Manufacturer narrative:
This complaint was made to the manufacturer almost 4 years after the date of use, with insufficient information upon which to identify the product lot number or expiration date. Product identity and part number was provided by the health care facility. In view of the published risk of shoulder chondrolysis, and in advance of the 2009 FDA chondrolysis safety alert, labeling for this product was updated 7/23/2008, to include a warning not to place the catheter tip in joint spaces.

Event description:
Complaint received as a legal complaint against symbios medical products. The details listed here are extracted from the complaint: "plaintiff underwent a left shoulder arthroscopic surgery in (B)(6) on (B)(6), 2008. Based on information and belief, a "symbios" pain pump was filled with a local anesthetic. The pain pump's catheter was implanted directly into the plaintiff's left shoulder glenohumeral joint space at the conclusion on her (B)(6), 2008 surgery." "As a result, plaintiff suffered joint space loss in her left shoulder and / or a condition called "chondrolysis."